Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's device was removed because since implant it never helped at all. They had a new healthcare professional (hcp) and he puts heparin in every three months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.